Event description:
The autopsy report assessed the cause of death as cardiac arrhythmia due to hypertensive and atherosclerotic cardiovascular disease for the previously reported patient death.

Event description:
During the index procedure, there was one endeavor sprint drug-eluting stent implanted in the rca. Approximately 27 months post index procedure, the patient suffered a stent thrombosis. It was reported that this event was related to the study device. It is reported that the patient subsequently expired on this date. The cause of death was assessed as a cardiac death-acute coronary artery thrombosis. Investigator indicated that this event was definitely related to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis and death). (B)(4).

Manufacturer narrative:
(B)(4).